Manufacturer narrative:
Device history record review was conducted for sport 36ct super unscented, lot 21259w. There were no nonconformances that would have contributed to the issue reported by the consumer. Trend analysis was performed and there were no trends identified. Review of the DHR and supporting documentation showed no issues present that would have contributed to this malfunction of tampon performance.

Event description:
The box is defective. Had 2 without strings [device issue] .tampon [foreign body in reproductive tract] . Case narrative: on 25-jul-2022, a spontaneous report was received from a consumer regarding a 20-year-old female who was being treated with playtex sport plastic (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with playtex sport plastic. On 25-jul-2022, after starting the product, the patient thought the box was defective and 2 tampons were without strings. She inserted a tampon from the box not knowing if there was a string or not. But when she went to remove it herself, she could not remove the tampon. Her mother brought her to the ER (emergency room) where they did an exam and removed the tampon with instruments. As of 25-jul-2022, the status of product use was not reported. No additional information was provided.